Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unknown). The device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired; however, it was not related to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow-up report when our investigation is completed.